Manufacturer narrative:
A ge service rep performed an onsite investigation. The fse adjusted the ps3 power supply to read 12 1vdc for optimal performance. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system left (live) monitor would intermittently not display images. This could cause the system to become unusable due to the inability to display a live fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.